Manufacturer narrative:
Reported event was confirmed by review of post revision x-rays showing proximal cerclage wires with fractures involving the greater and lesser trochanter as well as heterotopic ossification extending into the inferior aspect of the femoropatellar joint. Osteopenia is also noted. The DHR was reviewed and no discrepancies were found. Heterotopic ossification is likely due to the fracture, however a root cause for the fracture cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was not returned by the patient. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 1 year post implantation due to periprosthetic fracture and non-union. The stem and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.